Event description:
It was reported that this right ventricular (rv) lead exhibited noise and triggered a lead safety switch from bipolar to unipolar configuration, due to a pace impedance measurement high out of range greater than 3,000 ohms. Technical services (ts) discussed troubleshooting and programming options. Subsequently, the lead was surgically abandoned and a new lead was successfully implanted, during device therapy upgrade. No additional adverse patient effects were reported.